Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified vessel. A 2mm x 20mm x 143 cm coyote es balloon catheter was advanced for dilation. During the second inflation at nominal pressure, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of same device. There were no patient complications as a result of this event. It was further reported that the target lesion was located in a moderately tortuous vessel below the knee, and the patients anatomy was challenging due to an occlusion.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified vessel. A 2mm x 20mm x 143 cm coyote es balloon catheter was advanced for dilation. During the second inflation at nominal pressure, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of same device. There were no patient complications as a result of this event.